Event description:
A malfunction alarm was reported with the pump. The customer did not provide information on whether the issue caused their blood glucose level to exceed 500 mg/dl. However, it was indicated that a malfunction occurred with a code of malf 16, which could not be reset. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery and was instructed by technical support to place the pump in storage mode for return. A replacement pump was arranged and the customer acknowledged the instructions to return the problematic pump with a prepaid label within ten days.